Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. Prior to the power issue, the patient also reported that the meter had prompted an unspecified error message. The complaint was classified based on the conversation, the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that both issues began on the morning of five days prior to original date. At an unspecified time that morning, the patient reported that she felt her blood glucose was low because she had reportedly developed symptoms of shakiness, light-headedness and nausea. She attempted to test with the subject meter to confirm her feelings, but obtained an error message 3 consecutive times and then the meter "quit working." The patient claimed she ate 4 cookies, waited 20 minutes and then went out to pick up her mail. While walking down the stairs to pick up her mail, the patient reported that she "passed out." The patient's spouse reportedly heard the patient fall and he went out to assist her. The patient claimed when she regained consciousness, she ate a candy bar. The patient confirmed she did not see medical intervention from an hcp. In addition, the patient claimed that she skipped her usual dose of oral diabetes medication (type and dose unknown) as a result of the issue. At the time of troubleshooting, the cca confirmed there was no known trauma to the meter; however, the cca discovered that the patient was using expired test strips. The cca was unable to confirm the specific error message the subject meter was displaying due to the power issue. Both reported issues remained unresolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia prior to when the alleged issues began, this complaint is being reported because the patient claimed she was unable to test her blood glucose and her symptoms reportedly became worse, even after her initial self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.